Event description:
The device was returned for routine maintenance with no alleged problems. During the repair evaluation, it was discovered the audible alarms were non-functional. There was no patient involvement, malfunction detected on technician's bench.